Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (bg meter displayed "high") and the cause was not known. An insulin injection was administered. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. The customer declined to remove the infusion set site at the time of the report. Cts advised the customer to discuss the event with a healthcare provider.